Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the collar on one side of the tibial impactor broke off and landed up inside the patient's tibial medullary canal. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Examination of the reported device was not possible as it was not returned. Review of device history records was not possible as the necessary product/lot code combination was not provided. The complaint could not be confirmed. Root cause was unable to be determined as the information provided is insufficient. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this reporting.